Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the olive wires broke during use in surgery. One wire fragment was left in the patients bone. The other wire was completely removed from the patient. Slight increase in anesthesia due to a 15 min delay.